Event description:
Implant fracture.

Manufacturer narrative:
Implant region 27 fractured. Construction was an implant retained dental bridge. Bone loss and implant instability caused by patient related peri-implantitis is documented.fracture was caused by mechanical overloading after 15 years in situ.

Event description:
Implant fracture.